Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen appeared shattered and became unusable, preventing device unlock and access, while the device remained powered on; a replacement was provided. Symptoms included hyperglycemia with a reported blood glucose of 365 mg/dl and elevated glucose for approximately 30 minutes, without ketone testing, back-up therapy, or medical intervention. Outcomes included no immediate health effects and no need for professional medical care. Investigation included collection of event details and device return logistics for assessment. Investigation of this device revealed a broken or cracked display component resulting in loss of user interface function and associated high glucose, consistent with a device mechanical damage issue affecting the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was device physical damage.